Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Conconmitant products were used during this study: lasso nav eco catheter; carto mapping system. Other company¿s devices were used during this study: ECG monitoring device (omron hcg-801-e, omron healthcare) (B)(4). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal atrial fibrillation developed right phrenic nerve palsy following the initial pulmonary vein isolation procedure. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "recurrence of atrial tachyarrhythmia during the second month of the blanking period is associated with more extensive pulmonary vein reconnection at repeat electrophysiology study." The purpose of this study was to test the hypothesis that early recurrence of atrial tachyarrhythmia occurring beyond 4 weeks is associated with pulmonary vein reconnection at repeat electrophysiology study. Suspected device is thermocool smarttouch ablation catheter, however catalog and lot number are unknown. Concomitant products were used during this study: lasso nav eco catheter; carto mapping system. Other company's devices were used during this study: ECG monitoring device (omron hcg-801-e, omron healthcare).